Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low sodium (na) results were obtained on their unicel dxc 800 synchron instrument and the results were reported out of the laboratory. The ise (ion-selective electrode) system was routinely calibrated every 24 hours. Prior to the event, the qc (quality control) results were within the lab's established ranges. When the operator became aware of the low na results, the operator re-ran the patient samples on the lab's second analyzer instrument. The repeated results were higher (approximately 4-7 mmol/l higher) and the customer amended the results and filed 50 corrected reports. A sampling of the patient results (i.e. 10 of the 50 patient data points) was provided by the customer. While there is no report of any adverse event or serious injury related to this event, it is unknown whether there was any change to patient treatment.

Manufacturer narrative:
The bci hotline customer service technician recommended that the customer clean the ise (ion-selective electrode) flow cell. While this measure may have alleviated the problem, a clear root cause could not be determined. This is 1 of 50 individual medwatch reports which are related to this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events. This is one of fifty separate medwatch reports being submitted as this event involves fifty separate patient events that were reported out of the laboratory. See the following report numbers for all associated events: 2050012-2011-01614, 02220, 02221, 02222, 02223, 02224, 02225, 02226, 02227, 02228, 02229, 02230, 02231, 02232, 02233, 02234, 02239, 02240, 02241, 02242, 02243, 02244, 02245, 02246, 02247, 02307, 02308, 02309, 02310, 02311, 02312, 02313, 02314, 02316, 02317, 02318, 02319, 02320, 02321, 02322, 02323, 02324, 02325, 02326, 02327, 02328, 02329, 02330, 02331.